Event description:
The pump was returned for investigation. Investigation revealed that the cartridge compartment was damaged, the battery compartment was cracked, and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the cartridge compartment was found to be chipped and cracked at the top. The battery compartment was found to be cracked. The pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts. (B)(6).